Event description:
It was reported that this patient was in the middle of a surgical procedure, when a signal artifact monitor (sam) event was recorded due to noise oversensing, most likely related to electromagnetic interference (emi) from the medical equipment, that disabled this implantable pulse generator (pacemaker) minute ventilation (mv) sensor. Reportedly, a magnet was used on the pacemaker, but fell off for a portion of the procedure. As a result of the oversensing, the patient likely experienced over 2 seconds of pacing inhibition and asystole. The clinic will address the disabled mv sensor, and no reprogramming options were recommended. This pacemaker remains in service and no adverse patient effects were reported.